Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the startup problem occurred accidentally as reported due to the electronical problem of the printed circuit board, and also that the problem occurred especially on the screen of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the aging degradation because five years and eight months had passed since manufacturing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that a startup problem occurred on the subject device. There was no report of patient injury associated with this event.